Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus high flow insufflation unit turned off automatically during insufflation during a lap cholecystectomy, which was completed with the same device after a delay for around 10 minutes under sedation. There was no patient injury reported.